Event description:
It was reported that the insulin pump had a partial display and batteries that lasted less than 1 week. The customer did not know the blood glucose reading. The customer stated that the display was spotty with black parts and that the batteries were being drained. The device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.